Manufacturer narrative:
The implants remain in-situ. A radiograph image was provided which confirmed the event. The original surgery date is unknown. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. A root cause was unable to be determined with the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
During a postoperative visit, radiograph image of the patient revealed a right-side iliac screw fracture. The patient is asymptomatic. There are no plans for revision surgery. The surgeon will continue to monitor the patient.